Manufacturer narrative:
Follow-up #1: date of submission 20-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: during investigation, the pump powered on to a blank display. The pump was opened and the display was found to be damaged. A test display was installed and the display was fully functional. The original complaint of a dim, fading, discolored display was not able to be adequately investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with the complaint.